Event description:
The customer alleged that the bed exit did not alarm when a patient attempted to exit the bed. It was reported that the patient fell, and subsequently expired. The bed was evaluated and no malfunctions or defects were found.

Manufacturer narrative:
The manager of regulatory affairs at the user facility indicated that the patient incurred multiple fractures as a result of the fall, however, the patient did not pass away at the facility or as a result of the fall.

Event description:
The customer alleged that the bed exit did not alarm when a patient attempted to exit the bed. It was reported that the patient fell, and subsequently expired. The bed was evaluated and no malfunctions or defects were found.